Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) identified gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019 rp (unk); on (B)(6) 2019, the device was returned to the manufacturer for disposal. There were no allegations of device issues or an adverse event.